Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic assistant reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient was unhappy. The patient complaints of decreased quality of vision. As per the surgeon, decreased vision exacerbated slightly by the asymmetric astigmatism that she has part of that may be associated with the clear cornea incision that was made relatively anterior, but no improvement with pinhole. Hence the surgeon would leave most of it to the lens. The iol was exchanged with an alternate iol in a secondary procedure.